Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that host pc failed to start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that there was a disk error messages at the startup. To resolve the issue, fse replaced the diskbay and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.